Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2017-00025. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Three hours post procedure, the patient became hypotensive and an echocardiogram revealed an effusion. A pericardiocentesis was performed and the patient was transferred to the ICU and was transfused which stabilized the patient. There were no performance issues with any abbott devices.